Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the audio bolus button had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings:the bolus button was normally responsive to user inputs. A normal bolus and an audio bolus were performed with no issue. No contamination or corrosion was found on the bolus button contact. The alleged issue could not be duplicated with investigation.